Event description:
It was reported that the dependent patient presented feeling very poorly. The patient's heart rate was 30, all intrinsic escape, with no pacing spikes. No magnet response was seen. The device could not be interrogated. The engineering test page (etp) indicated that the device was not at elective replacement indicator (eri). A software download was performed and successfully restored the device.

Manufacturer narrative:
Na